Manufacturer narrative:
The company representative replaced the power supply fuse and the motor controller printed circuit board. In an unrelated repair to the display assembly, he replaced the latch and bottom cover. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and displayed a "low vacuum" alarm. The customer then cycled power to the unit, and the unit displayed electrical failure code 50 (motor speed out of spec). The pt was switched to another unit and therapy was continued. No pt injury was reported.